Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed a case seal leak, and that there was moisture inside the pump. There was no evidence of moisture in the battery compartment. Unrelated to the original complaint, investigation revealed that the display was discolored. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.